Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized with ketoacidosis due to the infusion device having a short battery life and then shutting off. It is unknown if the infusion device provided an alert or error message prior to shutting off. It is unknown how long the patient was in the hospital. It is unknown on what type of treatment was given to the patient at the hospital. The infusion device was requested to be returned for product evaluation.